Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the non-calcified, severely tortuous mid left anterior descending artery. After pre-dilating the lesion with an unspecified device, the taxus liberte 3.0x16mm stent delivery sys (sds) was advanced but would not cross. An add'l guide wire was inserted for support but the sds still did not cross the lesion and it was noted that the stent got damaged. The procedure was completed with a non-bsc device. No pt complications were reported and the pt's current condition is listed as "good".